Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. The rep reported that the cause of the lack of pain relief was unknown. The patient will see interventional pain specialist for injection therapy. The patient declined to attempt a third physician recharge mode. The patient requested to be referred back to the implanting physician to discuss explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that she was recently scheduled to have an MRI completed but was unable to do so because her ins device was not charged and therefore, was unable to be placed in MRI mode. Patient reports that the device was not adequately controlling her pain it was also causing cramping in the lower extremities when she increase the intensity. As a result, she reports that she stopped using the device more than six months ago. The patient also reported a fall in (B)(6) 2020. Since the fall, she has had persistent pocket discomfort at the battery site. The rep attempted to interrogate the device but was unable to communicate with it via my clinician tablet. The patient programmer was displaying a poor communication screen. Using the patient¿s recharger, we attempted a physician recharge session x 2 for sixty minutes. The device still would not initiate a recharge session. The patient declined a third attempt and reported that she would just like to proceed with explant. Unable to initiate a recharge. The patient declined attempting a third physician recharge mode session. Per her request, she is being referred back to their doctor to discuss explant. The patient has a planned surgical intervention.